Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to d6b: exact explant date not provided. Additional, changed, and/or corrected data: b.5, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid filled sack containing clear fluid, cyst and exchange from textured to smooth implants due to the concerns with the product."

Event description:
Patient reported right side "lump, fluid filled sack containing clear fluid, cyst and exchange from textured to smooth implants due to the concerns with the product." Device remains implanted.